Manufacturer narrative:
The lens was exchanged for a shorter lens on 13 mar 2018 and the problem was resolved. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.5/+1.5/176 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the lens had an excessive vault. The lens remains implanted but the surgeon plans to explant and exchange the lens.

Manufacturer narrative:
Claim# (B)(4).